Event description:
Caller reported tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. Technical support confirmed a cartridge alarm 34 occurred and determined that the pump needed replacement, despite no exposure to external magnets and no occurrence during the load process. Customer was informed that a replacement pump would be sent, with instructions given on setting up and connecting the new pump, as well as returning the defective pump within 10 days to avoid charges. Customer acknowledged all instructions, including storage mode procedures, and was advised on future software updates.